Event description:
(B)(4). I was implanted with the medical device implant called essure on approximately, (B)(6) 2010. This medical device implant is now manufactured by (B)(4), formally by (B)(4). At this time, I do not have the information containing the lot number or model number for the essure device used during the procedure when the essure was implanted in both of my fallopian tubes, (both left and right tubes). This information was never provided to me by the physician who performed the procedure, in-office, during my 6 week follow up, postpartum appointment. This device has a three year shelf life; however, I do not have the expiration date. The onset of my complaint started approximately (B)(6) 2010. This is a list of my side effects and symptoms that I have experienced due to essure: heavy bleeding; irregular menses; menses lasting on average between 25-45 days; severe cramping; pelvic pain; pain using tampons; painful intercourse; lack/loss of sex drive; joint pain; excessive weight gain; severe bloating; excessive sleepiness and fatigue; headaches and migraines; memory/brain fog (forgetfulness, inability to concentrate, focus, and/or stay on task); anxiety; depression; irritability; swelling and inflammation in hands, feet, and legs; weak teeth and/; increased cavities, broken teeth, rapid tooth decay, loss of multiple teeth, severe toothaches, and nerve pain in jaw due to rapid abscesses of infected teeth and/; since 2011, I have had 4 teeth pulled, and 6 teeth have cracked or have broken; for a total of 10 teeth with serious issues and complications. I have been seen by nine (9) physicians. I have been diagnosed with following conditions: endometriosis, adenomyosis, thickened endometrial tissues while using continuous birth control for the management of periods (i.e., continuous use of nuva ring, changed and replaced ring every 28 days), ovarian cysts, menorrhagia, irregular menses, colitis, adult add, chronic migraines/headaches, and chronic joint pain, tooth extractions to multiple teeth, increased and rapid tooth decay, and abscessed teeth/nerves. I have had the following surgeries due to essure: and;c (dilation and curettage) and laparoscopic gynecological (exploratory) surgery at this time, the essure device is still inside of me.